Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the image blinked off and became grainy and the system had to be rebooted to restore functionality. There are no reports of patient injury or death associated with this event.